Manufacturer narrative:
Additional info was received on (B)(6) 2011 in the form of an investigation summary. Eval summary: the production and quality control documentation for lot # w10023, with expiration date (08/2013) was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Knee effusion [joint effusion], knee pain [arthralgia]. Case description: spontaneous report was received on (B)(6) 2011 from a company rep on behalf of a physician regarding a female pt of unk age, initials not provided, with multiple site osteoarthritis including gonarthritis. The pt's medical history was significant for previous treatment with synvisc (2ml injection x 3), without adverse events. On (B)(6) 2011, the pt initiated synvisc-one 6 ml/once into her knee. The lot number was reported as w10023. On (B)(6) 2011, the pt experienced effusion and pain in the knee that was treated with synvisc-one. Arthrocentesis was performed and analysis showed the synovial fluid to be sterile. Concomitant medications were not provided. The intensity for the events was not assessed. The relationship between synvisc-one and the events of knee effusion and knee pain was not provided by the reporting physician. The pt's outcome was not provided. Additional info was received on (B)(6) 2011 from the treating physician. The pt was identified as a (B)(6) female, with initials (B)(6). The pt's medical history was significant for severe gonarthritis of the right knee of degenerative etiology, hypertension, depression, pain, algodystrophy, ankle fracture, laminectomy, aseptic necrosis of the shoulders, severe omarthrosis leading to bilateral shoulder joint prosthesis placement, left total knee prosthesis, knee effusion, and pain. As noted in the initial report, the pt was treated with synvisc-one on (B)(6) 2011 and experienced knee effusion and knee pain on (B)(6) 2011. The pt was treated with ice, unspecified pain relievers, and nsaids. On (B)(6) 2011, the first of four arthrocenteses was performed to treat the events, with 100ml of synovial fluid removed during the first three procedures, and only 15ml removed during the fourth. No crystals were present and the synovial fluid was sterile. The dates of the last three arthrocenteses were not provided. The pt also received 2 injections of corticosteroids for treatment of the events of knee effusion and knee pain. Synvisc-one was permanently discontinued after the 03/25/2011 injection. Relevant concomitant medications reported include micardis plus 80/25 1x/d for hypertension, iperten 20mg 1x/day for hypertension, eupressyl 3x/day for hypertension, rilmenidene 1/day for hypertension, celectol 1/day for hypertension, kardegic 1/day for cardiovascular prophylaxis, seroplex 1/day for depression, and ixprim 4/day for pain, all ongoing. The reporting physician did not suspect these concomitant medications as causes of the adverse events. The reporting physician assessed the relationship between synvisc-one and the events of knee effusion and knee pain as definitely related. The intensity for the events of knee effusion and knee pain was assessed as severe. Mild effusion was still present in the knee at the time of the report. The pt's outcome for the events of knee effusion and knee pain was reported as not yet recovered.